Event description:
The pt reported that she had a strata ii shunt implanted on (B)(6), 2009, and had serious effects and pain. The shunt was found not to be working properly and was revised on (B)(6), 2009. The shunt was embedded incorrectly in the patient's abdomen, which caused inflammation. Another surgery was performed on (B)(6). The patient reported problems with balance and some motor skill difficulty.

Manufacturer narrative:
(B)(4). The product remains implanted and was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.